Manufacturer narrative:
When positioned as indicated by the distributor this type of damage can occur over longer durations of use (13 days in this case). The labeling cautions the user against leaving the cannula positioned with a tight bend radius within the body.

Event description:
Post heart transplant patient supported with right atrial to pulmonary artery cannula position for 13 days. At explant, the cannula appeared kinked and damaged in the area where the diameter transitions from larger to smaller.